Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. Field service engineer confirmed the reported issue. The device was routed to the bench for repair. Multiple attempts were made to obtain repair of the device that were unsuccessful.

Event description:
The customer reported that the device displayed an error code (309) indicator failure. There was no patient involvement.